Event description:
The cautery spatula tip was noticed to have fallen off the cautery instrument immediately before cauterizing was to begin. The blade was retrieved and reinserted into the instrument to continue the case. The blade was lost a second time. The blade was located on the floor of the operating room. A new tip was inserted into the instrument to complete the case. No patient harm or patient injury was reported. The patient was released without further incident.